Event description:
User facility medwatch received which reported that while using a decapolar catheter, attempts to get into the cs (coronary sinus) failed. When the catheter was removed it was discovered that it had sheared into two pieces. A second catheter was used to complete the case. There was no injury to the pt.